Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. On (B)(6) 2025, it was reported that at around 2:00 am, the patient experienced a critical blood glucose issue while at work. He had just finished his shift when he began to feel unwell. Although he had eaten the same meal as usual and had been managing his blood glucose prior to the event, his glucose suddenly spiked to nearly 400 mg/dl. In response, he administered slow-acting u-500 insulin from his insulin pump. Shortly after, his condition deteriorated, he passed out, and coworkers called 911. While waiting for emergency responders, they gave him sugary drinks and glucose tablets. The patient recalled the event being very foggy but was told by emergency medical services (ems) or hospital staff that his blood sugar had dropped to 32 mg/dl either on route or upon arrival at the hospital. Upon admission, medical personnel took over his insulin management, and his insulin pump was turned off. Although his cgm was still in place, the patient noticed significant discrepancies between the cgm readings and hospital bg results. He attempted to calibrate the sensor, but even after doing so, the readings remained off by 50 to 100 mg/dl. Hospital staff assisted with calibration attempts and advised that the cgm data was inaccurate. The patient confirmed there were no issues with cgm readings prior to this incident. He couldn't recall exact fingerstick readings, as they were performed every 30 minutes throughout his hospital stay, totaling around 20 to 30 readings. The last cgm reading he remembered before passing out was 390 mg/dl. The patient mentioned he had no warning symptoms leading up to the event. The symptoms only became apparent after he lost consciousness. He said ems administered glucagon, IV fluids, and possibly saline, but he couldn't confirm the exact medications or dosages. He was informed by the emts that his blood glucose was unstable and remained in the hospital for more than 24 hours but less than 48 hours. As of on (B)(6) 2025, the patient was back at work and doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
B5: describe event or problem - additional. H2: additional information. H6: investigation conclusion - additional.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that at around 2:00 am, the patient experienced a critical blood glucose issue while at work. He had just finished his shift when he began to feel unwell. Although he had eaten the same meal as usual and had been managing his blood glucose prior to the event, his glucose suddenly spiked to nearly 400 mg/dl. In response, he administered slow-acting u-500 insulin from his insulin pump. Shortly after, his condition deteriorated, he passed out, and coworkers called 911. While waiting for emergency responders, they gave him sugary drinks and glucose tablets. The patient recalled the event being very foggy but was told by emergency medical services (ems) or hospital staff that his blood sugar had dropped to 32 mg/dl either on route or upon arrival at the hospital. Upon admission, medical personnel took over his insulin management, and his insulin pump was turned off. Although his cgm was still in place, the patient noticed significant discrepancies between the cgm readings and hospital bg results. He attempted to calibrate the sensor, but even after doing so, the readings remained off by 50 to 100 mg/dl. Hospital staff assisted with calibration attempts and advised that the cgm data was inaccurate. The patient confirmed there were no issues with cgm readings prior to this incident. He couldn¿t recall exact fingerstick readings, as they were performed every 30 minutes throughout his hospital stay, totaling around 20 to 30 readings. The last cgm reading he remembered before passing out was 390 mg/dl. The patient mentioned he had no warning symptoms leading up to the event. The symptoms only became apparent after he lost consciousness. He said ems administered glucagon, IV fluids, and possibly saline, but he couldn¿t confirm the exact medications or dosages. He was informed by the emts that his blood glucose was unstable and remained in the hospital for more than 24 hours but less than 48 hours. As of (B)(6) 2025, the patient was back at work and doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.